Event description:
During injection of IV contrast for a CT scan thru the large volume port of a cook, peripherally inserted central venous catheter, the tubing above the juncture of the catheter hub, ballooned and would not accept the bolus injection through the injector and had to be pushed by hand slowly.